Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; dvi ports d1 and d2 were damaged as reported. There were dents and scratches on the bezel. There was a scratch on the front protective panel. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
The device had been sent to biomedical engineering at the user facility for inspection. They found that the device was experiencing an intermittent endoscopic image. They assumed that the phenomenon was caused by a damaged dvi port. There was no report of patient injury associated with this event.

Manufacturer narrative:
This follow-up report is being submitted to correct h3 in the initial report and report the additional information. Correction on h3 "evaluation summary attached" was made as follow. Blank to check. The additional information was as follow. This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by a damaged dvi port. This damaged dvi port may have been caused by stress due to handling. If significant additional information is received, this report will be supplemented.